Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h10.

Event description:
Patient reported right side "recalled implants" and "capsular contracture" baker grade IV. The device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported right side "recalled implants" and "capsular contracture" baker grade IV. Device has been explanted..

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "recalled implants" and "capsular contracture baker grade IV." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "recalled implants" and "capsular contracture" baker grade IV. The device remains implanted.

Event description:
Patient reported right side "recalled implants" and "capsular contracture" baker grade IV. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side "recalled implants" and "capsular contracture" baker grade IV. The device remains implanted.